Event description:
A report was received that the patient was explanted due to the lead extension being close to skin and causing discomfort. The physician explanted the lead extensions, the leads, and the splitters. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-25, (B)(4), description: lead extension, 25cm. Model # sc-2352-50, (B)(4), (B)(4), description: linear 3-4 lead 50cm. Model # sc-3304-25, (B)(4), (B)(4), description: 2x4 splitter 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.